Event description:
Suspicion of obstruction.

Manufacturer narrative:
The returned valve has been analyzed. According to the results, we did not manage to duplicate any obstruction. The valve meets all its functional specification requirements. However, there are some strips on the body of the valve but they are not related with the current incident. Assumptions to tyr to explain the observed problem include a possibility that the ventricular or peritoneal catheters have been returned, thus not analyzed. Shunt obstruction is a known short and long term complication described int he instructions for use.